Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the power cord had a popping sound and emitted sparks when the patient attempted to set up the communicator. A boston scientific company representative verified that the patient advocate claimed that the communicator was emitting smoke. Furthermore, the company representative advised that a new communicator and a return label will be sent. The communicator was out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis was undetermined and the visual observation indicated the pest infestation. The communicator was returned in a condition that made analysis impossible therefore the analysis was unable to confirm the allegation. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.